Event description:
Device issue: material rupture. Time of device issue: during dilatation. Adverse event: none. It was reported that the target lesion was the mid right coronary artery (rca). The case was the restenosis of a non-abbott stent and the voyager nc was used to treat the restenosis. The voyager nc was advanced toward the lesion and inflated; however, it was difficult to inflate the balloon as it slipped because of the anatomical morphology. The balloon ultimately inflated and at the fifth inflation, the balloon ruptured at 15 atm. The voyager nc was removed and a non-abbott dilatation balloon was used to complete dilatation. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: since the product was not returned for evaluation, it was not possible to perform a thorough analysis on the voyager nc, which may have aided in determining a cause for the difficulties experienced. Difficulty during inflation/balloon slipping (watermelon seeding) within the lesion may be due to factors including, but are not limited to, manufacturing, material properties, balloon size, patient anatomical/lesion morphology and patient disease state, placement of the balloon within lesion, or inflation technique. Based on the reported information, the lesion was 90% stenosed, which may have contributed to the difficulties experienced. In this case, it is possible that balloon watermelon seeded from an interaction with the stent implant and/or the restenosis during inflation. If the balloon is not centered within the lesion during inflation attempt, this can cause the balloon to slip/watermelon seed. Furthermore, balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Since the catheter was initially pressurized four times without incident and there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged (scratched) during interactions with other devices, the stent implant and/or the patient anatomy, such that the balloon ruptured during the fifth inflation attempt. To ensure this type of occurrence is not related to a potential product deficiency, the profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line. Additionally, all catheters are leak tested during the manufacturing process and a sampling of units is also destructively tested to verify proper balloon inflation/deflation, rated burst pressure (rbp) and balloon integrity. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot and all lot release testing met manufacturing criteria. Also, a query of the complaint-handling database did not reveal any other incidents reported with this lot, suggesting that there are no lot specific product quality deficiencies. In this instance, based on the information received with this complaint, the reported difficulty inflating the catheter and subsequent balloon rupture may have been related to circumstances of the procedure. However, without the product to examine, a definitive cause cannot be determined. Product performance engineering will monitor the incident circumstances. (B)(4).